Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the customer¿s complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. There are no indications to suggest the wand did not meet product specifications upon release into distribution. User facility should be marked.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during use the metal end of one of the wands came off. Pieces were removed from patient. No patient injuries were reported. No significant delay was reported and backup was available.